Manufacturer narrative:
While a definitive root-cause cannot be established since the reported complaint was not replicated during in-house testing, a potential root cause for this failure can be attributed to intermittent failures in the yaw searchlight assembly.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure that universal surgical manipulator (usm) 1 was not balanced and not maintaining its own weight. The caller stated that the usm fell when the grab-and-move feature was used or the port clutch was pressed. There was no additional information provided.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse identified errors on axis 2 of the universal surgical manipulator (usm). The customer informed the fse that at one point, the usm lost its gravity and fell to the side when the brakes were released using the clutch button. The fse replaced the usm to correct the reported problem. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and the 23008 and 23137 errors were found, indicating a pot to encoder fault on the yaw axis. These errors could be related to the reported event but are not sufficient for confirmation. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a (patient side cart fixture test platform (pftp) where sensors check was found to be failing on the yaw axis. The unit was then installed onto a golden system and functioned as expected. The complaint was not confirmed based on the failure analysis. The probable root cause was attributed to a failure within the yaw searchlight assembly.